Event description:
One patient with discrepant hcg results. Initial result gave 20.66 miu/ml, sample repeated twice giving 0.100 miu/ml. Two additional samples were obtained and tested twice each, giving 0.100 miu/ml each time. Initial result was reported; patient not adversely affected. The field service representative was unable to determine a root cause. Performance tests were performed.